Event description:
The pt received his scs system consisting of 2 percutaneous leads and an ipg on (B)(6) 2008. It was reported that when the pt tried to increase the amplitude, the programmer would shut off and the pt would lose stimulation. Replacement of the programmer batteries did not resolve the issue. Diagnostic lead impedance testing showed that all 8 contact on the left side lead were invalid and 3 out of 8 contacts on the right side lead were invalid. Both leads were explanted and returned to ans for analysis. No additional info is available.

Manufacturer narrative:
Evaluation - method: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead "a" is severely kinked with all wires broken approx 18.5cm from the stim end. Lead "b" is severely kinked with all wires broken approx 19cm from the stim end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.